Manufacturer narrative:
There is no indication of any system or component failure and no report of any external trauma or event that is likely to have contributed to movement of the implanted lead. Migration of components is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2023 to treat lower back pain. Patient later reported loss of pain relief from the left side implanted lead. Xray imaging was performed by a third party and shared with a representative of the firm to confirm that the left lead had migrated away from the intended location. Patient also reported plans for lumbar spinal fusion due to the curvature in the lumbar spine. On (B)(6)2024 a full system explant was performed due to loss of therapy and plans for future spinal fusion.